Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 8288542 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200784510] noted for out of spec breakout/ sustaining as no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that plunger error occurred with a bd insulin syringe with the bd ultra-fine¿ needle . The following information was provided by the initial reporter, "once you draw up insulin hard to press down to complete injection. Does not prefill or reuse the syringes. Drawing up insulin is fine."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that plunger error occurred with a bd insulin syringe with the bd ultra-fine¿ needle . The following information was provided by the initial reporter, "once you draw up insulin hard to press down to complete injection. Does not prefill or reuse the syringes. Drawing up insulin is fine."